Event description:
It was reported that during a liver resection procedure, the pad was loose, part did not fall into pt. No further info is available. Another same like device was used to complete the procedure. The pt consequence is unk.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.